Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and topical skin adhesive was used. When the surgeon cracked the ampoule, a shard penetration occurred. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4) - shard penetration. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the surgeon performed an unknown surgical procedure on (B)(6) 2015 and topical skin adhesive was used. When the surgeon cracked the ampoule, a glass piece came out and the surgeon hurt his finger. The surgeon retrieved the cracked glass ample piece with forceps from his hand. Additional information was requested.(B)(4)